Event description:
It was reported that the insulin pump was dropped in water and the screen was not black. It was noted that the screen did not appear even after a battery change. No further information reported.

Manufacturer narrative:
A blank display or black screen was not noted. The unit had no button response due to corroded keypad traces. The unit had moisture damage noted on electronic assembly and on motor. The unit had minor scratches on the display window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.